Event description:
Customer reported a discrepancy between the displayed and actual time on their device, exceeding five minutes. Blood glucose levels were not adversely impacted as they remained within the normal range. Technical support assisted the customer in updating the pump time and advised them to monitor for any future discrepancies, which the customer understood and acknowledged.